Event description:
Related to MFR. Report no.: 2183959-2014-00434. It was reported that following the implantation of an advance sling, the patient experienced urinary retention with multiple failed "trials of void." A foley catheter was in place for over a month and the patient received medication. The foley was removed on (B)(6) 2012 after two successful trial voids. The event was reported as resolved on (B)(6) 2012. No additional patient complications have been reported in relation to this event.